Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened phacoemulsification tip in a tip wrench was received for the report of tip of before test. The sample was visually inspected and found to be nonconforming with phaco tip was bent at cone to cannula transition area. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The returned sample was found to be visually nonconforming with a bent phacoemulsification tip. How and when the phacoemulsification tip became bent before the test could not be determined. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. However, a non-conformance record was initiated to trend the defect of bent phacoemulsification tip. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that balanced tip was bent before surgery, the procedure type was unknown. The surgery details remain unknown. There was no patient contact.